Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has not been returned for evaluation. However, photographic evidence has been provided. A visual inspection of the images confirms the error message as reported, establishing a relationship between the device and the reported event but we cannot provide a root cause. Probable cause may be mechanical or component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during set up or inspection, renasys go device failed error message. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.